Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
It was reported that 1-day after implantation of an intraocular lens (iol) into the right eye (od), the patient presented with trace edema and anterior chamber fibering 4-5+ cells. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). A tap & inject was performed by a retina specialist the same day for vitritis. In the surgeon's opinion, the most likely cause of event was tass-endophthalmitis. Patient outcome reported as visual acuity of 20/30-2. The following medications were prescribed for use at home post-operatively: ofoxin 1 drop every 2 hours. Prednisolone 1 drop every 2 hrs 3+ months.